Manufacturer narrative:
Section a1-a4: there was no patient involved. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an s3 alarm occurred while priming a circuit. The alarm was acknowledged and was still present. The console was to be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor (serial number unknown) was evaluated following the reported event of an s3 alarm. The reported event was determined to be due to the centrimag primary console and has been addressed via the console investigation. Provided information stated that the alarm activated while priming a circuit. The motor was not returned for analysis. The reported event was unable to be correlated to an issue with the centrimag motor. Device history records were not required to be reviewed per investigation procedures. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual rev. E provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", covers all alarms (auditory and visual), including system and flow alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.